Manufacturer narrative:
After performing a tightness test according to our standard procedure, leakage from the deairing port was confirmed. The port was further investigated under optical microscope. Water leakage on the edge of the deairing membrane under the adhesive bead was observed. The exact root-cause of the leak is not known at the moment. Each hls module is tested during production for tightness. A review of the manufacturing records showed that this hls module has passed successfully the final 100% test. No more complaints from the same lot were received. An investigation has been initiated for corrective and preventative actions.

Event description:
During use of hls set on the patient the blood from oxygenator went out, they changed the set and the patient was without any harm. (B)(4).